Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 505458 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was inactivated and a new ra lead was implanted. No patient complications have been reported as a result of this event.